Manufacturer narrative:
Product analysis result: visual functional observations: it appears the ¿cups¿ inside the joints of the flex arm are worn and will no longer lock up when tightened. The flex arm was returned with the wrong screws in the tightening handles. Conclusion: the above observation is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar minimally invasive surgery (mis) procedure due to some unknown reason. Intra-op, the flex arm was loose and unable to tighten.